Event description:
The customer observed a falsely decreased sodium (na) result for one patient on an alinity c analyzer. The following data was provided (package insert reference range is 136-145 mmol/l): sample ID (B)(6) initial result, on 30aug, was 101, repeat, on another analyzer, was 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Through a review of the alinity c, serial number (B)(6), instrument logs, customer service found the alnty c-series cuvette, list number 04s47-01, needed to be replaced and requested the customer replace the cuvette, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.